Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7, page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Patients mother reported son was hospitalized for 4 days due to not wearing a pod. Mother stated pods had not been sticking causing the son to run out of pods. Patient was diagnosed with diabetic ketoacidosis and treated with insulin drip and saline solution.